Event description:
It was reported that a patient was treated with laser fiber during ureteroscopic lithotripsy due to ureteral calculi. When the procedure was completed, the fiber was sent to the supply room for treatment and disinfection. It was noted that the fiber was fractured and could affect subsequent patient use. The procedure was completed using the original fiber. There were no patient complications.

Event description:
It was reported that a patient was treated with laser fiber during ureteroscopic lithotripsy due to ureteral calculi. When the procedure was completed, the fiber was sent to the supply room for treatment and disinfection. It was noted that the fiber was fractured and could affect subsequent patient use. The procedure was completed using the original fiber. There were no patient complications.